Event description:
In 2008, the patient reported that while removing the insulin cartridge from the infusion device, the plunger became stuck to the piston rod. A small amount of insulin spilled into the cartridge compartment. The patient was instructed how to remove the plunger from the piston rod, and he was educated on the proper technique for removing the insulin cartridge from the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.